Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 2 mg/ml at a dose of 0.1 via an implantable pump for unknown indications for use. It was reported that the pump was found to be flipped at a refill appointment. The physician was unable to manually flip in the office and was unable to fill the pump. The patient was referred for repositioning of the pump. During surgery, the pump was found to be flipped. The pump was flipped back and the catheter aspiration was successful. It was not known if there were any environmental/external/patient factors that had led or contributed to the event. Diagnostics/troubleshooting taken included the hcp attempting to flip the pump back. Actions/interventions taken included a pump revision surgery. The issue was resolved at the time of the event and the patient's status was "alive-no injury". The patient weight and medical history was asked but would not be made available due to legal/confidential reasons.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.